Manufacturer narrative:
H3: the solitaire platinum revascularization device was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened solitaire platinum inner pouch. The rebar-18 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the solitaire platinum pusher. The marker coil was found intact and unstretched. No damages or irregularities were found with the attachment zone. The solitaire platinum stent was found broken at the non-working (teardrop) length struts. The separated stent was not returned for analysis. Testing/analysis: the broken stent was sent out for sem analysis. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed. Per sem results: ¿end a exhibits significant mechanical damage (post-fracture damage). Fatigue cracking initiated from the concave strut surface is visible on the fracture surfaces for both ends. The rest of the fracture surface failed via ductile overload.¿ possible contributors for separation are patient stenosis, patient vessel tortuosity, patient has another stent that could have contributed, user makes more than 2 passes, or new micro catheter was not used with each solitaire. Customer reported vessel tortuosity as severe, devices were prepared per IFU, only two passes was made with the solitaire prior to separation, unknown if pushwire was torqued during procedure, and unknown if resistance was encountered. As the rebar-18 microcatheter used in the event were not returned for analysis, any contribution of the micro catheter towards the resistance and the separation could not be determined. The rebar-18 micro catheter is compatible for use with the solitaire platinum stent device. There was no indication that the event was related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 mpxr 906047 (rep, for, oth): medtronic received a report that the stent was detached while being washed after a second pass. The pushwire broke/separated. There was a patient death due to being unable to recanalize with another stent. The patient was undergoing surgery for treatment of an ischemic stroke in the right sylvian. The patient's mrs baseline and procedure score was unknown. The patient's nihss score baseline was 20 and the post-procedure score was unknown. The patient's tici score baseline was 0 and the post-procedure was 0. It was unknown if the IV tpa was contraindicated. There were two passes with the device. The patient's vessel tortuosity was severe. There was no reperfusion at all. It was reported that the stent was detached while being washed after a second pass. The devices were prepared as indicated in the IFU. It was unknown if the pushwire was torqued during the procedure. It was unknown if resistance was encountered. The pushwire was broke at the proximal end and the broken segments were removed from the patient. The issue with the pushwire breaking occurred out of the patient. The stent was removed from the patient.  Ancillary devices include: rebar 18 lot n b013914.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.